Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿ the pump is programmed for 90ml/hr for a period of 14 hours, yet pump alarms "feed complete" after 45 minutes.¿ the unit was triaged and the reported issue could not be confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The unit was returned to service and the reported issue could not be confirmed. The unit ran for several hours at reported feed rate with no failure. The unit passed recertification testing. The unit was cleaned and is okay to use. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes.

Event description:
Customer states that the pump is programmed for 90ml/hr for a period of 14 hours, yet pump alarms "feed complete" after 45 minutes. There was no patient harm.